Manufacturer narrative:
The device was not returned; however, a photo sample was received. The reported event was confirmed per photographic inspection; however, the cause is unknown. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " -visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. -maintain unobstructed urine flow and keep the catheter and collection tube. -keep the collection bag below the level of the bladder or hips at all times. -empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the tubing of the drainage bag was kinked at the urine meter. As a result, urine leaked around the meatus. An ultra sound was performed to determine the cause of the leak, as the patient was sedated. The ultrasound concluded that the patient's bladder was distended. The catheter was replaced and no further medical intervention was required.